Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient is being considered for a hip arthroplasty revision due to unknown reasons. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the periprosthetic zone of lucency was identified surrounding the femoral component in the lesser trochanter in addition to a vague zone of lucency adjacent to the acetabular shell. Bone component noted superior and medial to the greater trochanter, presumed a chronically nonunited fractured component and/or heterotopic bone. Polyethene cup liner is a radiolucent liner and therefore not radiographically evaluated optimally. However, it does not appear to be dislodged into the joint space. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.